Manufacturer narrative:
This report is for an unknown screwdriver/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is company representative. Surgical/medical intervention; change in surgical plan and surgical delay. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a removal surgery. After making an incision, the surgeon confirmed that the star-shaped va locking screws were implanted and the screwdriver would not fit the screws to remove them. The operation was stopped and the incision was closed. When the correct screwdriver was delivered the procedure was completed. It was noted the procedure continued 5 hours later. The surgeon removed implants successfully with the new screwdriver. Surgical delay is noted as five (5) hours due to the start and stop of the procedure. Concomitant device reported: unknown locking screws (part # unknown, lot# unknown, quantity unknown); unknown plate (part# unknown, lot# unknown,quantity 1). This is report 1 of 1 for (B)(4).